Event description:
Reporter calling to report a false-positive covid test. Reporter states she is a registered nurse and is troubled by a false-positive test today. Reporter does not have any symptoms and took two other covid tests to verify results, and tested negative using two other brands of covid tests. She states she called roche to discuss her problematic results, which took over four hours, and she kept getting transferred to multiple people which was very frustrating. Reporter was able to learn that this company has previously had recalled covid tests due to false-positive test results, and she finds it particularly troubling that the u.s. Government continues to partner with them to make these tests available to the public. Reporter states she has a son with other serious health problems who is currently positive for covid, and for this reason he has been quarantining away from her; reporter states after receiving her false-positive result, she almost reached out to him so that they could reunite. If she had done this, her health would have been directly at risk all due to a false-positive result. This potential exposure would have also threatened the safety of other loved ones in her life, some of whom are elderly.